Event description:
It was reported the patient had a loss of therapeutic effect and their implantable neurostimulator (ins) was not helping with their bladder. It was stated the patient was taking diuretics. It was also stated the patient told their doctor it wasn¿t working about 2-3 months prior to report. It was noted the patient knew how to use their programmer. Reportedly, the patient did not feel their stimulation and stated ¿before it was going off and on.¿ it was stated the patient was going to the bathroom all the time and they had diverticular disease. It was later reported the cause of the event was the patient was unable to program their device. It was stated there were no abnormal impedances and no issue with the lead or extension. It was also noted the patient required no intervention or hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va04f90, implanted: (B)(6) 2012, product type lead. (B)(4).